Event description:
It was reported that patient had an artificial urinary sphincter (aus) inserted and it worked great for a year and than started leaking. Patient had followup surgery recently and working great again. The cuff had a leak that the doctor suspected was from biking. Patient was biking over 10 miles a day. He has stopped biking at least for now but wants to know what exercises are good.